Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly did not find any damages or defects that could result in an improperly inserted cannula. The cannula assembly was further inspected and did not find the soft cannula bent, kinked, or damaged. No timeouts or drive stalls were observed in the pod. Although no problems were observed, the exact cause of the reported improperly inserted cannula could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 22.1 mmol/l (397.8 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin and found it bent after removal. A new pod was applied to treat the hyperglycemia.